Manufacturer narrative:
The reported event occurred on a cobas ampliprep instrument with serial number (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t ce-ivd assay performed within specifications. The discrepant results were attributed to the sample being at or below the limit of detection (lod) of the assay. Late cycle threshold (CT) values, such as the hcv-CT value of 44.5 observed in this case, are consistent with samples near the 0.5x lod, where results may waver between reactive and non-reactive. Additionally, the manual preparation of large mega-pools increases the risk of contamination, which could explain the reactive result observed in the mega-pool. The dilution effect in pools of 6 may also contribute to non-reactive results when individual samples are near the lod. Serology results were non-reactive, and there was no indication of a product malfunction or adverse event. The product was confirmed to be performing as intended. Blood was not released, and no harm or delay in treatment was reported.

Event description:
The initial reporter alleged they received discrepant results with the kit s201 t-scrn mpx v2.0 96t ce-ivd assay on the cobas ampliprep instrument. The customer's workflow involves manually preparing large mega-pools of samples. If a mega-pool is reactive, it is resolved into pools of 6 using the hamilton pooler, which are then resolved to individual donors. In the current case, a large mega-pool generated a reactive result with an unknown cycle threshold (CT) value. The subsequent pool of 6 samples generated a non-reactive result. An individual donor sample was then tested and generated a hepatitis c virus (hcv) reactive result with a CT value of 44.5. The same individual donor sample was re-tested and a non-reactive result was generated. Serology for the sample was non-reactive. Blood was not released.